Manufacturer narrative:
(B)(4). Voluntary MDR report no. Mw5154103, mw5154104, mw5154105, mw5154106, mw5154107, mw5154108, mw5154109, mw5154110, mw5154111, mw5154112, mw5154113, mw5154114, mw5154115, mw5154116, mw5154117, mw5154118, mw5154119, mw5154120, mw5154121, mw5154122, mw5154123, mw5154124, mw5154125, mw5154126, mw5154127, mw5154128, mw5154129, mw5154130, mw5154131, mw5154132.

Event description:
A voluntary MDR report was received on 05/09/24. It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
A voluntary MDR report was received on 05/09/24. It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.